Event description:
At the initiation of a routine hemodialysis treatment, patient complained that his lips and ears were burning, he turned bright red and was sweating. Blood had not yet reached the patient. Treatment was discontinued. Benadryl po was administered. No further medical intervention reported.

Manufacturer narrative:
No problem was found with the returned cartridge. There is no evidence of a device malfunction. Facility staff attributed event to an allergic reaction. The user's guide includes adequate warnings to monitor for potential allergic reactions. Nxstage medical considers this report closed. No additional information will be provided.